Event description:
Information received indicates the brakes would not hold.

Manufacturer narrative:
The technician replaced the head and foot connecting rods to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.